Manufacturer narrative:
The device was returned for analysis. Kinks were visible along the hypotube. There was slight deformation to the distal tip. Negative prep was performed with no issues noted. On pressurisation of the device, leaks were observed exiting the distal tip of the device and the guidewire entry port. The balloon was inflated to 12 atmospheres but failed to maintain pressure. The outer lumen material was raised and protruding outwards approx. 6mm proximal to the proximal balloon bond. The inner lumen was removed from the outer lumen. Two puncture sites were observed on the inner lumen. The material was protruding outwards around both of the puncture sites. Bunching of the inner lumen was visible proximal and distal to the puncture sites.

Event description:
It was reported that the physician was attempting to use a nc euphora balloon to post dilate a moderately calcified and tortuous distal lad with 95% stenosis. No damage noted to device packaging or issues removing device from hoop/tray. Device was inspected and negative prep performed successfully. The lesion was pre-dilated. The device passed through a previously deployed stent. No resistance was encountered while advancing the device or excessive force used. It was reported that inflation difficulties were encountered, device was not moved or repositioned prior to the inflation difficulties. The device was inflated to 30atm but the balloon failed to inflate. Same inflation device was used pre or post the inflation difficulties encountered. Procedure was completed with another nc euphora. No patient injury reported analysis of the returned device revealed a leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.